Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic anterior resection, while on an end-to-end anastomosis between the remaining rectum and colon, the stapler fired normally with completed staple line but leakage occurred a few days after the surgery on the anastomotic site. Nothing was done to resolve the issue during the case. They opened a stoma to fix the leakage.